Event description:
Customer reported that she was hospitalized for low blood glucose. Customer stated that she had surgery on her shoulder and she did not eat much for a couple of days prior to hospitalization. Customer believed that was the cause of her low blood glucose. No futher details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.